Event description:
A user facility originally reported in 2002 a ruptured lma proseal size 5. No indication of patient involvement was provided. Subsequently, the user facility reported in 02/2002 that the device was in use when it was determined that it would not hold inflation. Accoridng to the facility, the device was inserted prior to noticing there was a 1 inch tear in the cuff. Pre-performance tests were not carried out. There is no report of consequence or impact to the patient. The user facility returned the lma for evaluation. No further information is expected.